Event description:
It was reported by the customer that the device's ac mains light was off and the ac loss alert was beeping periodically. The reported problem is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.